Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Investigation summary: the reported issue of yellowing membrane was able to be confirmed during the external inspection of the device. Testing performed by bd r&d was able to replicate the yellowing when using an approved cleaner that contained bleach. The testing showed that the yellowing occurs over time. ¿ the external inspection for both pump modules found the plastic membrane with multiple yellow stains on the transparent polyurethane seal. ¿ the suspected pump module s/n: 16517568 and s/n: 16491633 underwent preventive maintenance with alaris system maintenance v.12.5 to ensure that the reported issue was only external. As a result, the suspect passed all its tests without any complications. ¿ alaris exponent contamination analysis: ¿ the results from the third-party engineering facility determined the following findings for previously analyzed membranes: ¿ the ftir analysis confirmed that the front and back of the membrane were consistent with a polyurethane-based material. ¿ the inspection of the yellowed and non-yellowed locations confirmed that the chemical composition of the unit appears unaltered by the presence of the yellow characteristics on the membrane of the suspect unit. ¿ it was also found that the residue in the yellow stain contained elements such as sodium and phosphorus, while the nominal area only detected elements associated with the polyurethane film. ¿ log review was not required because the associated logs are not applicable to the reported issue under investigation. ¿ best practices for cleaning bd alaris system devices ¿ use healthcare-grade cleaning products that are recommended for cleaning bd alaris¿ system devices. Do not use chemicals that can damage the instrument¿s surface. Some chemicals can weaken or damage plastic parts and may cause instruments to not operate as intended or may void your warranty. ¿ the use of any cleaning product containing chemicals listed in the do not use section of the cleaning product guidelines for the alaris¿ system should be discontinued immediately to avoid damage to the alaris system. ¿ bd recommends a soft bristle brush to clean hard to reach areas or to remove crusty residue. The brush should not be used on the membrane or air in line sensor. Also, bd recommends using a soft, lint free cloth dampened with water to remove the cleaner after the required kill time of the cleaner/disinfectant being used. A dry lint free cloth should be used to dry when cleaning is complete. ¿ alaris system user manual (v12.1) ¿ do not use hard, abrasive or pointed objects to clean any part of the instrument. Do not allow cleaning solutions to collect on the instrument. Residue buildup might cause the moving parts to become sticky and hinder their operation over time. Certain chemicals can damage the surfaces of the instrument. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device was disassembled for this investigation, please ensure proper assembly, torquing of screws, and appropriate testing is performed. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Root cause: the root cause for the report of yellowing on the alaris device membrane was confirmed through physical inspection of the returned device and was replicated through bd r&d testing with a product that contained bleach. This issue is being escalated and will be investigated under failure investigation (dir:10000439228). Note that this report lists imdrf annex a1801, c0601, d15, g04088 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported by the customer their current devices that were put into use about a year ago are starting to turn yellow "on the inside" there was patient involvement but no harm.